Manufacturer narrative:
The idesign system was functionally tested at the manufacturer for the reported issue. The system was found to be operating as designed. There were no anomalous outputs and the unit measured nominally. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
PMA/510(k)#: p930016. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a clinical study patient who underwent a laser vision correction treatment presented at the 6 month post op exam with an undercorrected vision of 3 diopters deviation from the prescribed treatment. The patient did not have any loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). Undercorrected vision all pertinent information available to amo has been submitted.

Manufacturer narrative:
Manufacturing date: 09/20/2012, placeholder.